Event description:
It was reported that the pt was under anesthesia and the case had not yet started; the "laser is not powering on". The case was completed with a "turp". Pt outcome: "no info provided".